Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio: 2.6, lab: 1.9. Time between testing: within seconds. Therapeutic range: 2.5-3.5.

Manufacturer narrative:
Investigation pending.